Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was unknown at the time of the incident and current blood glucose was unknown. The customer¿s blood glucose was over 600 mg/dl. The customer was treated with insulin drip in the hospital. It was also reported that the insulin pump was not working. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test.